Event description:
Report received from (B)(6), the device required service due to a damaged cable. It is unk if this event occurred during surgery; it is unk if there was pt/user injury, surgical delay or medical intervention related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).